Event description:
It was reported that a vns patient believes his vns battery is not working. The patient has had an increase in seizures and the magnet was reported to not be working. Additional relevant information has not been received to-date.